Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for hypoglycemia, with a blood glucose reading of 34 mg/dl. The customer stated that this has happened 5 times in the last 60 days leading up to the event. The customer also stated that he uses humalog 100 concentrate. The customer later stated that he also has had several no delivery alarms on his insulin pump. Programming was correct and troubleshooting was performed. The insulin pump passed the displacement test.